Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the scrotal incision would not close. The patient had poor wound healing due to poorly controlled diabetes. The physician closed the wound, but a pin hole opening kept occurring. A new tactra penile prosthesis was implanted. No further patient complications were reported.